Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable transvenous defibrillation lead was explanted one day post implant due to dislodgement. No adverse patient effects have been reported.